Event description:
Lead implanted in 1989. With recent increase in syncope, an EKG indicated non-sensing and it was felt that pt may have an insulation break. Pt was programmed to the voo mode and was recommended for lead replacement.